Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap comes off letting needle exposed. This event affected 11 devices. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse in the blood collection room of the reproductive center was taking venous blood for the patient, when she was about to pull out the needle cap connected to the end of the needle holder, the front needle cap fell off, and then reported it to the head nurse immediately. The teacher also reported that the needle cap fell off;".

Manufacturer narrative:
Additional information : d.10 device available for evaluation: yes. D.10. Device returned on 05/05/2023. H.6. Investigation summary: bd received 13 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for loose IV shield was not observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shields removed, and the indicated failure mode for loose IV shield with the incident lot was observed in 2 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap comes off letting needle exposed. This event affected 11 devices. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse in the blood collection room of the reproductive center was taking venous blood for the patient, when she was about to pull out the needle cap connected to the end of the needle holder, the front needle cap fell off, and then reported it to the head nurse immediately. The teacher also reported that the needle cap fell off."